Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. The cause of the event is likely that the inner surface of hose got peeled away by deterioration. The peeled material came out as foreign material in the reprocessing basin when disinfectant was pumped up. The user reprocessed endoscope under this condition, and then the material got mixed with disinfectant.

Event description:
As reported by the customer, black rubber particles were found in the device basin during reprocessing. The device was recently repaired for the same issue. There is no patient involvement and no reported harm to any patient.

Manufacturer narrative:
The earlier event for the same issue is captured in medwatch with patient identifier (B)(6). Additional information is not yet available for this event. Field service engineer (fse) went on site to evaluate the issue. Fse identified four degrading internal hoses. Fse successfully removed and replaced them all. In addition, fse cleaned the disinfectant tank and replaced the disinfectant pump, incase debris there was debris in them. Fse performed a test cycle, which completed successfully with no errors. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. Equipment passed the electrical safety test evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.